Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was implanted as a therapy upgrade and the left ventricular (lv) lead pace impedances were measured to be high out of range. A subcutaneous electrode was also attempted in this patient but could not be connected to the device due to the patient condition. Technical services (ts) provided possible resolutions for the high impedance. Subsequently, this lv lead was revised and normal impedances were measured. Also, a defibrillation threshold (dft) test was performed and was found successful. This crt-d and lv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was implanted as a therapy upgrade and the left ventricular (lv) lead pace impedances were measured to be high out of range. A subcutaneous electrode was also attempted in this patient but could not be connected to the device due to the patient condition. Technical services (ts) provided possible resolutions for the high impedance. This crt-d and lv lead remain in service. No adverse patient effects were reported.